Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. The batch review was performed with no issues noted. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp stated she normally carries fluid during the day so she would disconnect and call the nurse in the morning about the missed cycle. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who stated she talked to the peritoneal dialysis registered nurse (pd rn) about the alarm, and she completed a manual exchange following this event. The hp stated she was not sure what caused the alarm. The hp stated therapy has resumed without further incident. There was no patient injury or medical intervention.